Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) in the patient's right eye was explanted the patient experiencing decreased visual acuity and residual astigmatism post cataract surgery. At explant there was no sutures, no vitrectomy and no incision enlargement required. The replacement lens was a different model and higher diopter. The patient is reported to be doing fine post-exchange. Visual acuity pre-op (pre-initial implant): 20/40-2 (with glasses), visual acuity post-op (post-initial implant):20/100-1, visual acuity post-op (post-replacement):20/30-1. No other information provided.